Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Serf liner and novae cup is used with zimmer stem and head. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. Please refer to the compatibly chart found at www.productcompatibility.zimmer.com. However it is unknown if this incompatible combination contributed to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0002648920 - 2017 - 00584, 0002648920 - 2017 - 00585. Concomitant product(s): - a 00811400210 femoral stem 62573214. A 00801802202 femoral head 62542679. Unknown serf liner. Unknown novae cup. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to infection. No further information has been made available at this time.